Manufacturer narrative:
If explanted; give date: not applicable as there is no indication that the lens was explanted. Title, first name, last name: unknown/ not provided. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. The particles were discarded. Therefore, the customer's reported complaint could not be confirmed and no product deficiency could be identified. The source of the particles could not be determined. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the dfu adequately provides instructions and precautions for the proper use and handling of the product. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that foreign material such as lint was found at the back of the zcb00v intraocular lens when it was implanted in the patient's eye. The foreign materials were removed during the irrigation/aspiration (I/a) procedure and discarded. No patient injury was reported. No additional information provided.